Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There were 2 medium-large clip applier instruments used in this procedure; it is unknown which was involved with the reported event: intuitive surgical, inc. (Isi) received the medium-large clip applier (lot #k1223022-0199) and performed failure analysis evaluation. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.34mm. The grips were not found to be cracked. Isi also received medium-large clip applier instrument (lot #k13221204-0109) and performed failure analysis evaluation. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.35mm. The grips were not found to be cracked. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted liver resection, the customer applied a hem-o-lok clip on the left hepatic artery using a medium-large clip applier instrument. Two clip applier instruments were used. An unspecified number of clips allegedly broke during the surgery, causing bleeding which was controlled using a bulldog clamp. Although the blood loss volume is unknown, it was noted that there was not a lot of blood loss. The procedure was then converted to open surgery. It is unknown which medium-large clip applier instrument was associated with the broken clips. It is unknown if a clip or device fragment fell inside the patient. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information: an unsuccessful clip application to the left hepatic artery resulted in bleeding and the procedure was converted to open. The issue occurred when a medium-large (ml) green hem-o loc clip, applied using the medium-large clip applier instrument, failed to lock and broke. The unexpected bleeding resulted in an estimated blood loss of approximately 300mls. To control and resolve the bleeding, a bulldog clamp was applied, and the procedure was converted to an open approach. Any medical interventions performed after the conversion are unknown; however, the procedure was successfully completed, and the patient did not experience any post-operative complications.